Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported xience xpedition stent delivery system (sds) was advanced to the lesion after the stent dislodged from the delivery system during sheath removal. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use states: "prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent handling damage during sheath removal caused the reported stent dislodgement. The device was then inserted in the anatomy, against instructions for use, and met resistance with difficult anatomy causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 2017: failure to follow steps.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was performed to treat a lesion in the 90% stenosed right coronary artery. The 2.75x28mm xience xpedition stent delivery system (sds) was attempted to be advanced, but could not due to the anatomy. The sds was removed and it was noted that the stent had dislodged from the balloon and was found in the protective sheath. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.